Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 11/12/2010, pt reported hospitalization due to blood glucose of almost 700 mg/dl. Target blood glucose is 100-120 mg/dl. Approximately 1.5 weeks prior to report, pt changed the adapter, insulin cartridge, and infusion set. Pt noticed blood glucose was "very high" and changed everything again. Pt removed infusion set and found the cannula was bent. This happened a total of 4 times in 1 day, and pt understood the bent cannula was why she was not getting insulin. Infusion device displayed e4 occlusion error, as well. All infusion sites were located on left side of abdomen. Advised on scar tissue, but she did not believe she had any. There were no hard bumps or knots in the infusion area. Blood glucose elevated again on (B)(6) 2010 and was 504 mg/dl when she woke up. Pt contacted physician and delivered 5 units of insulin as a correction. Pt went on a walk, and blood glucose was 567 mg/dl when she returned. Pt went to the hospital and blood glucose was 682 mg/dl when she arrived. Pt was taken off infusion device and removed infusion set, and infusion cannula was bent when it was removed. Pt was in hospital until (B)(6) 2010 and was treated with an insulin IV. Pt also reported 'other medical problems." Insertion device was used to insert infusion headsets. Pt had no abnormal physical activity to contribute to event. Advised to avoid left side of abdomen and sent infusion sets with longer cannulas. Product was discarded and was not requested for evaluation. Follow-up was attempted, but was not successful.